Event description:
It was reported powerpicc split inside of the patient and PICC replaced. It was reported patient was on 1g ceftazidime bd 4/52 for pseudomonas uti. During routine flush on 9/30 noted to be leaking from insertion site and still leaking on (B)(6) so line removed. Insertion of peripheral ivc to complete treatment course (was near end of 4/52 course).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.